Event description:
On (B)(6), 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with her onetouch ultra2 meter reverting to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) (year not specified). The patient manages her diabetes with insulin (type/ amount not specified). The patient allegedly "kept guessing" how much insulin to administer self. After the alleged issue, the patient claims she felt symptoms of sweaty and nausea. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca was not able to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2012)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a sticky button. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.